Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported the cause of the lead shifting and stimulation down left legs was the contracted position, patient tried to help the heavy metal disc with only a narrow stretchy belt on an implant and it was sticking out of her body. The disc was heavy round and flat, she pulled her left arm around to hold the disc on the implant, patient was twisting in the process. When asked what steps were taken to resolve the lead shifting and stimulation down left legs, patient stated representative used manufacturer equipment to correct the problem. It didn¿t work. Patient stated the only way to correct the problem was seeing her doctor at a hospital which was two and half hours away, and patient had no one to help, so she depended on her neighbor for about 3 months. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is approximate. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the lead that went into the epidural layer shifted before the lead "scarred in." The patient stated she had her implant for her back and right leg. The patient stated at the time of the lead shifting, she also noticed "impulses" down her left leg instead of across her back. The patient stated she met with two manufacturing representatives for reprogramming. The patient mentioned she kept her stimulator on 24/7, because she had horrible pain due to a "botched" surgery that she had to deal with for eight years. The patient stated the stimulator had really helped with her leg. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the lead that goes down their leg to block nerve pain is the one that works correctly. The other lead that got shifted was the one that is supposed to stimulate goes across their back but pt is getting stimulation through the left leg which pt does not need. Stim is going down their left leg and it has been doing it for 7 years. Pt said they can live with it and will not address it until ins will need to be replaced. When ins needs to be replaced pt will have hcp correct the lead. Pt mentioned they did not have a family and it was hard for them to find someone to take pt to hcps. Pt then also said the lead shifted when pt first got the device and pt did it. Pt could not keep the bars up and was twisting and holding it on their ins. Pt then realize they had to pull the belt tight. Patient mentioned the representative tried to reposition the lead but but the lead shifted too far and the lead was already scarred in. Agent made an outbound call and left a voicemail for patient to call back to clarify which lead they had an issue with.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that starting two week prior to the report, confirmed as (B)(6) of 2019, the patient has been hurting more and feels like stimulation is not as strong. The patient thinks that it could be due to her aging and thinks that is why her back is hurting more. The patient also mentioned that she has a pinched nerve in her back. The patient stated that therapy was working and is helping her leg, just not her back. The patient wanted to know what to do since stimulation is not as strong. The patient said that it feels like she is not getting ¿impulses¿ in her back and she has pain back there. The patient also mentioned that it could be due to her osteoarthritis or aging and since she feels like she is also swelling back there more which started about two weeks prior to the report. It was reviewed that the patient could increase stimulation to see if that helps. The patient was also redirected to her health care professional. There were no further complications reported.